Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained about differences in results between roche cardiac d-dimer results used on a cardiac reader meter and the laboratory. Data was initially provided for 5 comparisons. Of the 5 comparisons, 3 were erroneous. It is not clear if the comparison data is for different patients or the same patient. The same sample was tested on the meter and then sent to the laboratory. It was noted that the physician was concerned that the differences were significant. On (B)(6) 2015 the roche cardiac d-dimer result was 2.9 ug/ml. The laboratory result was 1123 ng/ml. On an unknown date the roche cardiac d-dimer result was 0.89 ug/ml. The laboratory result was 508 ng/ml. On (B)(6) 2015 the roche cardiac d-dimer result was >4.0 ug/ml. The laboratory result was 2302 ng/ml. The customer called back after the initial point of contact and provided additional questionable roche cardiac d-dimer results for 2 patient samples. Of the data provided, 1 patient sample was erroneous. On an unknown date, a (B)(6) roche cardiac d-dimer result on "old meter" was 560 ng/ml. The result from "new meter" was 510 ng/ml. The laboratory result was 261 ng/ml. It is not clear what "old meter" and "new meter" refer to. This information has been requested. It is not known if any patients were adversely affected. This information has been requested. Quality controls were acceptable. The cardiac reader serial number was (B)(4). Neither the cardiac reader nor a similar device is sold in the united states. Retention samples of the same lot that customer used were tested. The results were within specification. The results of all measurements fulfill requirements.

Manufacturer narrative:
Patient information was provided for the comparison performed on (B)(6) 2015. The erroneous results from the cardiac reader were reported to the physician. It was clarified that no adverse events occurred. The patient's current condition is stable. The cardiac reader serial number was clarified to be (B)(4). The lab analyzer used was provided as il acl top cts. The expiration date for strip lot 28207010 was provided as 12/2015. Section mfg date: date received by manufacturer was clarified to be 05/20/2015.